Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.a partial lead with the connector pin measuring 11.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the asymptomatic patient presented in the operating room during device change out, and device was found to be in backup vvi mode. A device download was performed successfully. Upon further investigation, it was noted that two aborted charges were detected after shock therapy was delivered and did not convert the patient. External defibrillation was delivered after the failed shock. After restoring the device, capacitor maintenance was performed, and an alert for possible hv circuit damage was noted. The device was explanted, and lead was capped. The patient was fine after the procedure.